Event description:
It was reported that during implant there were numerous repositions of the right ventricular (rv) lead, and in the three days post implant the thresholds had risen to high values due to sub-optimal position. The patient experienced an episode of asystole, as well as heart block and arrhythmia. The outputs were increased in order to maintain capture. It was suspected that the lead perforated the heart wall or dislodged. Blood was observed within the lead insulation. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the inner insulation of the lead was extrinsically breached due to a cut. There was blood on the distal conductor of the lead and it was not obstructed. The outer insulation of the lead was extrinsically breached due to a cut.the overlay tubing of the lead was extrinsically breached due to a cut. Visual summary analysis of the lead indicated damage at implant. The analyst noted that visual inspection found there was the extrinsically cut through the lead body that allow blood ingress on distal conductor. According to the finding and the anomalies described in the event and due to the length of implant, it is likely that the extrinsic insulation breach that was observed during analysis occurred at implant.